Event description:
It was reported that a caregiver observed the patient¿s blood glucose at 256 mg/dl with hyperglycemia developing after dinner while using an ilet system with an infusion set, and the device displayed an occlusion alert that resolved only after the infusion set and supplies were changed. Symptoms included hyperglycemia following a prior low that had been treated with announced dinner and oral glucose. Outcomes included stabilization of blood glucose after the supply change and troubleshooting. Investigation included review of device notifications and user-reported troubleshooting and education. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set and tubing management, which was resolved by replacing the infusion set and supplies. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.